Manufacturer narrative:
(B)(6).

Event description:
It was reported that during application the anchor broke. The hole was prepared with the 3,8mm awl 72202621. All pieces were removed. There was no delay or patient injury reported.

Manufacturer narrative:
Visual assessment confirmed the reported breakage. The distal tip of the anchor has cracked proximal to the suture eyelet. The inserter tines that interface with the anchor are bent. The condition of the device indicates axial alignment was not maintained during anchor insertion. Per the device IFU ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection¿. No root cause related to the manufacturing process can be established.